Manufacturer narrative:
Device received with intermittent button response due to flattened esc and act button dome switch (creased). No button error alarm during testing. No unlocked j2/lcd keypad connector. Device received with all operating currents within spec and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No possible under delivery anomaly noted. Unit was downloaded to carelink pro properly and all bolus delivered were found at the carelink report. Device passed the delivery accuracy test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated the user experienced a high blood glucose of 300 mg/dl. The user alleged the insulin pump was under delivering insulin due to unknown reason. Customer stated that insulin pump passed self test and displacement test. Customer stated that insulin pump numbers are not ramping regardless off press and holding the act button. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.